Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device broke intra-operatively and was not implanted / explanted device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during tightening of screw, it's head broke. No further information than this available right now. No information about patient condition or surgical outcome. No delay to surgery time. A broken piece of the part was left in patient. No other medical intervention needed. Procedure successfully completed. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Describe event or problem: updated information. (B)(6). Investigation summary: DHR review could not be conducted due the insufficient information¿s. Statement from internal x-ray review, I can't confirm complaint description. No further investigation or information possible as there was no product returned to our location. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/15/2016: we could not confirm exactly how this complaint occurred, as not visible at the x-ray and as no material received. Material is in the hospital.